Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that their lead had moved about 4-5 months ago last year. The patient stated that they had been having to go more at night because their lead moved and that they also noticed that they were having to charge their ins more often. They went from being able to go almost a week without charging their ins to having to charge their ins every 2 or 3 days. The patient added that they had some programming adjusted during their last appointment with their healthcare provider (hcp) and that was before 2026. The patient added that their therapy wasn't working as well at night in comparison to before they had their ins, and that their hcp thought that their lead moved. The agent reviewed general therapy information and redirected the patient back to their hcp to further address the issue. The patient also mentioned that they used to be able to go on vacation without carrying their wireless recharger, but now they were having to take their wireless recharger with them because their ins battery would only last 2-3 days.

Manufacturer narrative:
B3: event date is year valid. Continuation of d10: product ID (B)(4). Lot# va2cm2k serial# implanted: (B)(6) 2021 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4)., serial/lot #: va2cm2k, ubd: 10-dec-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. In a follow-up letter received by the patient, they reported that "I also want to state implant is not working as well as it had at the beginning. I was told by my doctor that the lead has moved and I have an appointment with [doctor] to discuss this. Not sure if this is the problem with how the implant is working. I have to get up at least every 2 hours at night to urinate."